Event description:
As reported, during laparoscopic inguinal hernia repair procedure, the 3dmax light mesh was noted to be ¿ripped from the edge¿ when removed from the package. The mesh was not used, and another mesh was provided to complete the case. There was no reported patient injury.

Manufacturer narrative:
Initial evaluation of the returned sample finds no visible contamination on the mesh and no indication that the device was handled with excessive force. Evaluation of the sample confirms a crack/tear in the edge seal of the mesh and a portion of the edge seal can be seen separating from the mesh. As reported the condition of the mesh was alleged to have been found prior to the attempted use. Review of the returned sample is currently ongoing. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 1,408 units released for distribution in december 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial evaluation of the returned sample finds no visible contamination on the mesh and no indication that the device was handled with excessive force. Evaluation of the sample confirms a crack/tear in the edge seal of the mesh and a portion of the edge seal can be seen separating from the mesh. As reported the condition of the mesh was alleged to have been found prior to the attempted use. Review of the returned sample is currently ongoing. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in december 2022. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the sample evaluation results. Based on evaluation of the returned sample and manufacturing process evaluation performed root cause could not be determined. The returned sample did not show signs of the device being handled with excessive force, nor did the condition of the returned sample indicate a manufacturing related condition. No conclusion can be made. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during laparoscopic inguinal hernia repair procedure, the 3dmax light mesh was noted to be ¿ripped from the edge¿ when removed from the package. The mesh was not used, and another mesh was provided to complete the case. There was no reported patient injury.